Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) lock housing on side of refrigerator was peeling off and failed to stay upright to lock refrigerator. A field service engineer found srm was falling off. Further, the engineer reattached srm to the refrigerator, had the customer open and enclosed the refrigerator door several times, ensured the srm was attached, tested it and verified the srm was locking properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using thebd pyxis¿ medstation¿ es, system smart remote manager (srm) lock housing on side of refrigerator was peeling off and failed to stay upright to lock refrigerator. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.